Manufacturer narrative:
(B)(4). A1996009. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the patient had presented with fever and laboratory testing showed the presence of staphylococcus aureus. The patient later received a new system.

Manufacturer narrative:
The initial reported event was received on (B)(6) 2018. Of note, the reportable malfunction {or serious injury] would have been submitted via a bimonthly submission pursuant to a1996009, and it would have been due (B)(6) 2018. As of (B)(6) 2018, these reports for this product are being transitioned to a 30-day reporting timeframe.

Event description:
It was reported that the system was removed for infection approximately two months after having been implanted with an absorbable envelope. Antibiotics were administered prior to removal. The patient was noted to have endocarditis and vegetation present on the right ventricular (rv), right atrial (ra) and left ventricular (lv) leads. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No further patient complications have been reported as a result of this event.